Event description:
Patient was revised to address hip pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds other reported incidents against product code 136553000, lot combination 213528 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing deviations or anomalies. No other incidents were reported against the remaining provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed at this time

Event description:
Update 11/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. There is no new additional information that would affect the existing investigation. The complaint was updated on:12/8/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.